Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure post fixation, it was noted the the lp exhibited high capture threshold, impedance issues and sensing issues. The physician attempted to reposition the device. During repositioning, it was noted that the helix stretched. The lp was removed and replaced. The patient was stable.